Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after 5 months dental implant was installed in intraoral region 10#, its non-osseointegration was observed. In addition, 60 ncm of primary stability was achieved, immediate load was performed, the patient presented bone type iii, bone graft was executed and fenestration occurred during surgery.